Event description:
A physician used the subject device during an esophageal hiatus hernia repair. Since the physician cut blood vessel and caused bleeding, the physician stopped bleeding with a hemoclip. The physician replaced the subject device with a different unit and the procedure was completed. There was no serious adverse impact such opening the abdominal cavity. The facility said that the subject device could not coagulate due to the inability to close the jaw and the probe firmly.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the jaw and the probe of the subject device were able to be firmly closed and that there were no abnormalities in activation of output of the subject device. Omsc also confirmed the video of the procedure. It was possible that the physician cut the blood vessel that was being pulled hard. The manufacturing history was reviewed, with no irregularities noted. The phenomenon is likely due to a general procedural accident caused by a patient's constitution or procedure. This report is being submitted as an MDR in an abundance of caution.